Event description:
It was reported the patient underwent surgery to move the ins from hip/buttock placement to the chest. The date of the procedure, and reason for the re-location were unknown. No patient symptoms were reported. Additional information has been requested.